Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Doing so can result in unintended delivery of insulin, which can result in serious injury or death. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with 180 units of insulin. The customer was connected to the pump at the time of the event. Blood glucose was 220 mg/dl. The customer successfully added insulin and completed the loading the cartridge successfully.